Event description:
It was reported that during a laparoscopic gastrectomy procedure, although the doctor felt a feedback of firing, the device could not cut the tissue. When the adjusting knob was closed again and firing lever was grasped, there was no feedback in firing. The device was removed and it was found that the anastomosis site seemed to be torn off. The 1/3 staples were stapled, but the other staples were not deployed. The doughnut forms could not be formed properly. The fragment of the washer attached to the tissue inside the device. Finally the anastomosis site was cut and additional suture was performed. The doctor commented as follows: "there was no extra tension at the firing. The jejunum was thin and the stomach was not thick." There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra 2 meter read inaccurately high. The patient manages her diabetes with fixed and sometimes adjusted doses of lantus and novolog insulins. The patient indicated that the alleged issue started on an unspecified date/time 1-2 weeks prior to contacting lfs on (B) (6) 2010. The patient claimed that she had developed a symptom of shakiness before the alleged issue began. However, the patient also mentioned that she was shaky on (B) (6) 2010, at 12:00 pm. At that same time, the patient¿s blood glucose was reportedly tested on an ER/hospital meter and a result of ¿35 mg/dl¿ was obtained. Within 30 minutes of obtaining the ¿35 mg/dl¿ result, the patient¿s blood glucose was also tested on the reported lfs meter and a result of ¿216 mg/dl¿ was obtained. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The patient was reportedly treated by a health care professional (hcp) with food and/or drink(s). It would have been helpful to know the following information: the patient¿s testing frequency, her medication and diabetes management regimens, what date(s)/time(s) the symptom of shakiness developed, what actions the patient took before and after the symptom developed, what her last meter readings were before the symptoms developed, and what times the last readings were obtained. The patient did not have control solution for troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom of shakiness and received hcp treatment suggestive for hypoglycemia after the alleged issue began.

Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape.it should be noted that when removing the device, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information if needed. A batch record review was performed and no anomalies were found during the manufacturing process.